Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the ER after receiving an inappropriate shock. It was discovered that the high voltage and low voltage lead impedances were low. Upon interrogation of the device, an alert for possible output circuit damage was also observed. The lead and device were changed out without any complications. The patient was in good condition.